Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the cartridge alarm and arranged for a replacement pump to be sent to the customer. The customer was instructed to return the problematic pump using a pre-paid label within 10 days, and acknowledge the steps to be taken upon receiving the replacement pump.